Event description:
Needed to place femostop on this patient in order to stop the bleeding from her right femoral artery puncture site (patient had an angioplasty). Pulled the red tag (as specified in instructions) to activate femostop but it didn't activate. Would pump up with air but no numbers showed on the device. Delayed getting patient's bleeding under control because I had to have another rn get another femostop.